Manufacturer narrative:
An additional catalog item was used on this patient. S220gh, lot number x570813, expiration date 11/30/2016. An additional catalog item was used on this patient. Manufacturing date 12/19/2013. Based on a recent 483 observation from an FDA inspection this event was re-evaluated using the newly adopted global MDR reporting procedure. The event meets the definition of serious injury due to prolonged hospitalization. The embosphere microspheres functioned as intended.

Event description:
The user reported the patient developed a liver disorder post embolization via right hepatic artery to treat hepatocellular carcinoma involving segment 7 of the liver. Hospitalization was required as a result of the liver disorder. No further injury was reported.